Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device sterility was compromised. The target lesion was located in the renal artery. A model 6f pv mach 1 was selected for use to view the target lesion. During unpacking, it was noted that there was air leakage and the device was not sterile. The procedure was completed with another with the same device. No patient complications were reported.